Event description:
The customer contacted stryker to report that their device's pause button does not work. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's hood which includes the control panel/pause button to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.